Event description:
Treatment of an aneurysm. During the procedure, it was reported that the implant coil would not detach. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).